Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer had shots of short acting insulin therapy but will contact health care provider regarding long acting insulin therapy.